Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that straight suction instrument was unable to register. The instrument had a geometry error 0.5mm. The system passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that during the case, the surgeon had alleged that they were inaccurate. There was no given direction or measurement of the alleged inaccuracy. The site did not contact tech services or call a rep during the alleged inaccuracy. The surgeon also had a difficult time verifying instruments. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.